Event description:
It was reported that there was an issue with the pump displaying an incorrect time which needed updating. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time, although the reason for the discrepancy remained unknown.